Event description:
It was reported via repair work order that the footboard would function intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footboard would function intermittently due to pushed in pins on the footboard pin connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was determined the footboard would function intermittently due to pushed in pins on the footboard pin connector.